Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protege everflex self-expanding stent with a 7fr non-medtronic sheath and 0.035 non-medtronic 260cm  guidewire during treatment of an 80mm plaque lesion in the patient's proximal left common iliac artery. Lesion exhibited 80% stenosis. Artery diameter reported as 7mm. There was no  damage noted to packaging (i.e. Shelf carton, hoop/tray).  No issues were noted when removing the device from the hoop/tray. Embolic protection was not used. The device was prepped per IFU without issue. Pre-dilation was not performed. The thumbscrew/lock-pin was checked for securement prior to procedure. The stent was not passed through a previously deployed stent. No resistance was encountered during advancement. Stent dislodgement during delivery to/at lesion is reported. The dislodged stent was not removed. No attempts made to remove stent. No deformation noted in deployed stent. Delivery system was safely removed. No vessel damage noted. A second protege everflex stent was placed. It is reported it was a straightforward case and stent dislodgement caused the complications. Second stent not placed to cage first stent. There were no patient symptoms or complications associated with this event. No patient injury reported.